Event description:
Superficial 2 mm burn sustained to pt's right ring finger. Greenville hosp instructed parents of pt to apply ointment to the burn. The pt was released without add'l problems.

Manufacturer narrative:
The final results of any failure analysis or lab testing of the device listed in the report (s) including: a complete description of methodology (ies) used: the returned device was visually inspected and no obvious non conformances were identified. The returned pencil was connected to an electrosurgical unit. The device was activated and operated in all modes. An identification of the failure mode (s) and/or mechanism (s) and the associated component (s) involved: the returned device was activated and operated in all modes. The returned device functioned as intended. Any conclusions based on the final failure analysis or lab test results: the returned device functioned as intended. Any eval of the incident described in the medical device report by the attending physician, surgeon, hosp rep or the hlth care professional: no add'l info is available from the attending physician, surgeon, hosp rep or the hlth care professional. More complete info concerning the pt including age, sex and medical history: the user facility was only able to provide the sex of the pt; female.